Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii flow cytometer erroneous results of patient samples occurred. The samples were repeated and the issue remained. There was no report of patient impact. The following information was provided by the initial reporter: facscanto ii the graph of the detected results is not accurate customer conducted a repeat/different test to confirm the results, the problem remains. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Event description:
It was reported that during use with a bd facscanto¿ ii flow cytometer erroneous results of patient samples occurred. The samples were repeated and the issue remained. There was no report of patient impact. The following information was provided by the initial reporter: facscanto ii the graph of the detected results is not accurate customer conducted a repeat/different test to confirm the results, the problem remains. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Manufacturer narrative:
H6 investigation summary: scope of issue: the scope of issue is only limited to part # 338960 and serial # (B)(6) . Problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2 system ivd ¿ 338960 producing a graph detecting inaccurate or erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 14sep2019 to date 14sep2020. Complaint trend: there are 16 complaints related to the issue; date range from 14sep2019 to date 14sep2020. Manufacturing device history record (DHR) review: DHR part #338960 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause the instrument was producing inaccurate results was due to the optical path being misaligned. This was the second similar complaint four months previously. A misaligned or uncalibrated optical path can lead to inaccurate or unexpected results. The fse (field service engineer) confirmed the issue and made adjustments to align the optical path to bring the instrument within specification and in operational use. No parts were requested for evaluation as no parts were replaced. After the adjustment the instrument was tested and was performing as expected. Although the unexpected results were from patient samples and for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not ideal. The customer confirmed that the patient sample was rerun again later before advising any treatment. Bd facscanto ii instructions for use (IFU), #23-20269-00, provides instrument and software troubleshooting solutions to many possible causes. After the proper adjustments, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to patient health or safety. Service max review: review of related work order #: 01604987, case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: subject / reported: pi-338960-facscanto ii-image result is not ideal. Problem description: facscanto ii image results are not satisfactory patient samples, test results are not used for patient treatment clinical use (B)(6). Work performed: check the machine, adjust the light path, and return the instrument to normal use. Cause: check the machine, adjust the light path, and return the instrument to normal use. Solution: check the machine, adjust the light path, and return the instrument to normal use. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. The severity rating in this file is a ¿4¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. Item: 3. Optical fibers (laser beam delivery). Function: 3.1 improves pointing and transverse mode of laser. Potential failure mode: 3.1.1 beam moving. Potential effects of failure: 3.1.1.1 unstable detection sensitivity . Potential causes/mechanisms of failure: 3.1.1.1.1 creep in adjustment screws. Current controls: none. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 4 . Occ: 2. Det: 7. Rpn: 56. Item: 5. Optical fiber. Function: 5.1 maintains laser polarization. Potential failure mode: 5.1.1 reduced laser power. Potential effects of failure: 5.1.1.2 cvs out of spec. Potential causes/mechanisms of failure: 5.1.1.1.2 low or varying power due to misalignment. Current controls: setup voltages change. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 4 . Occ: 4 . Det: 4. Rpn: 64. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause was due to a misaligned optical path. Conclusion: based on the investigation results, the root cause the customer was obtaining unexpected results in the graph on the facscanto ii was due to a misaligned optical path. The fse confirmed the issue and performed the necessary adjustments. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low as there was no impact to patient health or safety. H3 other text : see h10.